Event description:
The patient woke up their spouse due to a seizure. Patient had hypoglycemic symptoms and their spouse used the suspect device to check patient's blood glucose. Spouse obtained a result of 216 mg/dl. Paramedics were called and upon arrival administered "glucogen." Patient was transported to the hospital and their glucose was 225 mg/dl. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.